Manufacturer narrative:
Device remains implanted.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on an unknown date due to an unspecified reason. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation and coding provided in event description and evaluation result and conclusion codes.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on an unknown date due to an unspecified reason. No patient complications were reported in relation to this event.